Event description:
It was reported that the patient had low flow alarms on (B)(6) 2024. The patient felt dizzy due to dehydration. The patient was given fluids and flows returned to normal. The patient had not felt great since january. Additional information was provided that the patient developed an infection on (B)(6) 2024 and was hospitalized. A positron emission tomography (pet) scan was planned to be performed. Routine bloodwork found c-reactive protein (crp) and pro-calcitonin (pct) was high. The patient was started on antibiotics, but the infection still did not approve after a week.

Manufacturer narrative:
Section e 1 reporter address: (B)(6). Reporter postal office or zip code: po box (B)(6). No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported infection could not be determined. Additionally, the reported low flow alarms were confirmed through the evaluation of the submitted log files. According to the account, the cause of the low flow alarms was related to dehydration. The controller event log files contained events from (B)(6) 2024 and (B)(6) 2024 through (B)(6) 2024. Two low flow alarms were captured on (B)(6)2024. No other notable events or alarms were observed, and the pump appeared to function as intended at the set speed the patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. G, and the heartmate 3 patient handbook, rev. G, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including infection (local, driveline, and pump pocket), that may be associated with the use of the heartmate 3 left ventricular assist system. This section also addresses all pump parameters. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition can result in low flow. Section 6 of the IFU, "patient care and management" (under "ongoing patient assessment and care"), lists hypovolemia and infection as potential late postimplant complications. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on system alarm conditions as well as the appropriate actions associated with each condition. A section on ¿handling emergencies¿ is also provided in the patient handbook. Furthermore, several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced low flow alarms and felt dizzy before they occurred. It was noted that the patient had not been feeling great since january. The cause for the low flow alarms and dizziness was related to dehydration as the patient was staying in an area with very high temperatures. After the patient received fluids their flow values returned to normal, and the patient was stable. On 19feb2024 the patient developed a yeast infection, and they were hospitalized. The source for the yeast infection was unknown. Upon evaluation of routine blood tests, the patient¿s c-reactive protein (crp) and procalcitonin (pct) levels were found to be elevated. The patient was started on antibiotic medications and after a week the infection did not improve as crp and pct levels remained elevated. A positron emission tomography (pet) scan was to be conducted to see if the infection was on the driveline or the pump, but they were waiting for medical aid approval for the scan. Depending on the results of the pet scan the patient may be considered for a transplant.